Manufacturer narrative:
Preliminary evaluation of the returned device observed, that in addition to the originally reported issue of the "coating sheared off", the check-flo cap is separated from the check-flo body. The event is currently under investigation. A final report will be provided upon conclusion.

Manufacturer narrative:
Additional information received from the facility: the check-flo cap was removed to extract the phoenix atherectomy device.

Manufacturer narrative:
Additional information: = the phoenix atherectomy device was the other manufacturer's catheter being utilized through the flexor high-flex ansel guiding sheath during the event. The sheath was placed in the common femoral artery via a contralateral approach. The patient's anatomy was reported to be calcified. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. A flexor high-flex ansel guiding sheath was returned for investigation. The check-flo cap was found to be separated from the check-flo proximal fitting, and a piece of the inner tnrt liner was found to be separated from the sheath. The tubing was cut just distal to the connector cap in order to examine the tnrt liner. It was found that the tnrt liner had separated from the proximal portion of the sheath tubing. There were no surface damages observed on the sheath. Damage was noted on the check-flo cap and on the check-flo body; likely caused by the customer separating the check-flo cap. Per the IFU, ¿withdraw the sheath and dilator as a unit. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ according to the customer, the sheath was used with a phoenix atherectomy device, which is an over-the-wire device with a rotating, front-cutting element located on the distal tip of the catheter, which "cuts, clears, and captures." A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, the phoenix atherectomy device or the user technique contributed to the delamination of the inner tnrt lining of the sheath. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor high-flex ansel guiding sheath was used in an atherectomy. It was reported that, while removing another manufacturer's catheter through the flexor sheath, the inner lining of the sheath and/or the coating "sheared off." A section of the device did not remain inside the patient¿s body. The complainant reported that the inner part of the sheath came out while the product was on the table upon removal from the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.